Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to the fph service center in (B)(4) where it was inspected by a trained fph service technician. Our investigation is accordingly based on the information provided by the fph service center and our knowledge of the product. Results: visual inspection of the returned components revealed physical damage to the gas outlet port that appeared to be the result of an impact to the device. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A medical center in (B)(6) reported via a fisher and paykel healthcare (fph) representative that the rd900 neopuff infant resuscitator had a broken gas outlet port. There was no patient involvement.